Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, an 8mm amplatzer septal occluder (aso) was selected for implant with an 8f torqvue delivery system to close an iatrogenic asd post mitraclip procedure. When attempting to deploy and place the device in the defect, the device assumed a cobra malformation. The physician tried to redeploy the device a couple more times, with no success. The device was removed and exchanged for a 12mm aso (lot #6611991). The 12mm aso was delivered with the same delivery system and placed with no issue. The patient remained stable throughout the procedure and there was no clinically significant delay in the procedure.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The device was received in a cobra formation, however the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.